Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) oversensed noise on this right atrial (ra) lead. There was also evidence of out of-range impedance measurements. Isometric exercises were performed, and impedance measurements varied from 700 ohms to greater than 3,000 ohms. The ra daily measurements were disabled, and the patient was referred to their implanting physician for ra lead evaluation. As of today, there have been no reports of surgical intervention performed and/or planned. No adverse patient effects were reported. All available information indicates that the product remains in service. New information received indicates that the right ventricular (rv) lead exhibiting varying pacing impedance measurements of 500 to 1800 ohms. There was no noise observed. Additional information was received that an alert was generated for right ventricular (rv) intrinsic amplitude out of range. Evidence of rv lead noise was observed on the baseline. If appropriate, in clinic review with isometrics/provocative maneuvers could be considered to illicit noise/artifact to check for compromised integrity. No adverse patient effects were reported. It was reported that additional information was received that an alert had been generated for this system due to out-of-range atrial intrinsic amplitudes. Stored atrial tachycardia response (atr) electrograms (egms) showed over-sensing of atrial lead noise and evidence of over-sensed ventricular lead noise. Additionally, isolated loss of ventricular capture was noted on the presenting egm and a stored atr event. If clinically appropriate, consider in clinic review with isometrics/provocative maneuver to illicit noise/artefact to check for compromised lead integrity. It was noted that the boston scientific implantable cardioverter defibrillator (ICD) is interfaced to this rv. The system remains implanted and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).